Event description:
Patient revised to address osteolysis and polyethylene wear, femoral component wearing on metal tibial tray. Noted femoral from different company.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided information. It has been reported that the depuy device was implanted with a competitor manufactured femoral component. This use of the depuy device is not recommended. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.